Manufacturer narrative:
(B)(6). The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site to investigate the reported issue. The fse evaluated the iabp and found the problem with the cs300 autofill assembly. The fse repaired the autofill assembly, and then performed a functional check and calibration check on the unit. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had an "auto-fill failure". It is unknown under what circumstances this event occurred. There was no patient involvement; thus no adverse event was reported.